Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia / early stage of dka event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the controller was not working and the controller app on an iphone could not function due to a compatibility issue. As a result, the patient relied on humalog insulin pens as the only available backup insulin. The patient began feeling unwell with increased thirst, increased urination, vomiting, and glucose levels up to 260 mg/dl, leading to medical evaluation on (B)(6) 2026. The patient was hospitalized for three days and diagnosed with early stages of diabetic ketoacidosis. Treatment included intravenous fluids, blood work, and humalog and lantus insulin injections. No pod information was available because the patient was not wearing a pod.

Manufacturer narrative:
D4 - primary UDI number was updated.